Manufacturer narrative:
The insulin pump was returned for pump error 63 that was confirmed in the insulin pump history due to cold solder joint at the keypad assembly. The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm hardware low level failures. Customer's blood glucose at time of incident was unknown. The customer stated that it alarm 2 times and advised that we are sending replacement pump.